Manufacturer narrative:
The investigation did confirm the problem. A slight over drainage was noted. The serial number of the valve was found to be peb041, the lot number was cgbccj and the product code was found to be 82-3844 and not 82-3100 as initially reported by the customer. The valve was on position 160 mmh2o when returned. The valve was tested for flow. No occlusion was noted during the flow test that uses light syringe pressure to establish if any occlusions are present. The valve was then dried with slight air pressure and it was tested for pressure. The valve failed the pressure test. A slight over drainage was noted. This was not likely to cause a significant clinical effect for the pt. The valve was examined under microscope at appropriate magnification and it was dismantled. A slight amount of biological debris was noted on the ruby ball and its seat. This was the likely contributor to the pressure test failure. No other potential causes for the slight over drainage were noted. Review of the history device records confirmed the valve conformed to the specifications when released to stock in february 2006. Debris in the pressure control mechanism can cause the type of problem noted. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the valve seemed to drain excessively. It was this necessary to explant the first valve and implant the pt with a new one. No adverse pt consequences were reported.